Manufacturer narrative:
Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period oct 2019 through sep 2021 was reviewed. There were no triggers identified for the review period.

Event description:
N/a.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had a low helium alarm. There was no patient harm or adverse event reported.

Manufacturer narrative:
Updated fields: a1, b1, b4, b5, b6, b7, d11, g4, g7, h2, h10, h11 corrected fields: d10, e1 (event site email), h3, h6 (medical device ¿ problem code, type of investigation, component codes, health effect ¿ impact codes) testing of actual/suspected device (10/3233): a getinge field service engineer (fse) evaluated the iabp unit for the reported low helium alarm, and confirmed that the unit passed all helium leak tests. The fse was unable to duplicate the customer's reported issue but noted that the iabp unit was on the lower end of the spectrum for autofill tolerance. The fse tested the iabp alongside another a known working iabp unit and confirmed that both iabp units delivered full autofills in rescue mode which met the number of expected fills per user manual. The fse also confirmed that the suspected faulty iabp unit displayed "low helium" after 4 full autofills and the "no helium" displayed after 6 full autofills. The fse returned at a later date and as a precautionary measure, replaced the high pressure helium regulator, which in return resulted in the unit delivering 7 successful autofills. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional information is being requested in regards to whether or not the customer has requested for getinge to service the iabp unit involved. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a low helium alarm. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.